Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3 387s-40, lot# v130906, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
A consumer reported the screen on the patient programmer was not visible. The patient could hear the programmer beep rapidly, but there was nothing on the screen. Batteries in the programmer had been change three times. At the time of this report, the patient's therapy was not on, the patient had no therapeutic effect, and their speech and body movements were being affected. The symptoms started the day of this report. In (B)(6) 2012 the patient's implantable neurostimulators were replaced due to normal battery depletion and they never received a patient programmer. The patient's indication for use is movement disorders and parkinson's dual. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.